Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator will not calibrate. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator will not calibrate. The device was not in patient use. The ventilator was evaluated by third party service center and the customer¿s complaint was not confirmed. The device failed a test step during testing for low oxygen flow verification. The device's blower motor and machine flow sensor were replaced according to the service manual. The blower chassis plate is cracked. There was evidence of contamination.